Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 200 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Comparing blood glucose test results from truebalance meter to physician's meter. Blood test performed fasting on (B)(6) 2015 produced test results of 72 mg/dl using truebalance meter and 45 minutes later, 300 mg/dl using physician's meter. Verified storage of product us within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2015 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.